Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female had an open wound from previous surgery that became infected due to the lifevest. A nurse came to treat the infection everyday. Follow-up with the patient indicates that she was instructed by her doctor to remove the lifevest and the irritation cleared up.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Evaluation method: other. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.